Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after an MRI was performed on the patient, the implantable cardiac monitor (icm) was unable to establish telemetry with remote monitoring systems. The icm remains in use. No patient complications have been reported as a result of this event.